Event description:
It was reported that during preparation for a diagnostic sinus procedure, the camera head had a black screen when the monitor was turned on. The procedure was completed with a similar camera head with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: slice on cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the complaint is component failure - black screen confirmed due to faulty ccd (charged coupled device). A definitive root cause could not be identified for the slice on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for a diagnostic sinus procedure, the camera head had a black screen when the monitor was turned on. The procedure was completed with a similar camera head with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.